Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the handpiece would not pass the prime/tune test and overheated during start up of a cataract surgery. The procedure was initiated and completed using an alternate handpiece. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that the phaco handpiece was not passing the test and overheating. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated system. The handpiece failed tuning when system message (sm) - [tune failed ¿ handpiece voltage low (short circuit)] displayed. When connected to a resistance test box, a short circuit was observed from the high electrode to ground. Disassembling the handpiece did not reveal any nonconformity within the electrode chamber. The cable was stripped near the connector strain relief revealing discolored and broken wires. The reported event of the handpiece not tuning was confirmed through testing, which found broken wires within the cable jacketing to be the cause of the sm. However, since the handpiece was not able to tune, further testing could not be completed on the sample, therefore the reported event of the handpiece overheating was not able to be confirmed. The phaco handpiece was manufactured on march 18, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the handpiece not tuning can be attributed to broken wires within the cable jacketing. The root cause of the reported event the handpiece overheating cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).